Event description:
Was unable to extract the tampon - vagina [foreign body in reproductive tract]. String separated from the tampon when I tried to remove it and was unable to extract tampon [complication of device removal]. String separated from the tampon [device breakage]. Consumer contacted via e-mail and stated that the string separated from the tampon when she tried to remove it. No serious injury was reported.